Manufacturer narrative:
Asp investigation summary: the investigation included a review of the trending of lot number and system risk analysis (sra). Trending analysis by lot number was reviewed from (B)(6) 2016 to (B)(6) 2016 and trending was not exceeded. The sra indicates the risk associated with exposure to biohazardous, pathogenic or infectious material is "low." Product return, DHR review, retain evaluation, and concomitant product evaluation are not required since there is clear and sufficient information to determine use-error. The assignable cause is user error. The customer covered the vent holds on the bi with tape. The IFU states: "do not place tape or label over the holes in the cap of the sterrad cyclesure 24 bi prior to processing." A letter will be sent to educate the customer regarding the user error issue. The issue will continue to be tracked and trended.

Manufacturer narrative:
Catalog number - the correct catalog number is 14324_97. Lot number - the correct lot number is 19116103. Expiration date the correct expiration date is 06/30/2017. (B)(4) suspect positive bi. Load not recalled.

Event description:
A customer reported a positive result with a cyclesure 24 biological indicator (bi) after a completed sterrad 100nx cycle. The bi was incubated for 24 hours. The chemical indicator (ci) changed color correctly. The previous and subsequent bi results were both negative. The affected load was released. The load contained a da vinci xi 30 degree scope which was released and used on a patient. The facility stated the patient is being monitored, however there has been no report of infection, injury or harm to patient(s) associated with this issue. Although there is no report of patient injury or harm and no prior incidents have resulted in serious injury, advanced sterilization products (asp) has determined in this situation sterility cannot be assured. Therefore, as a matter of policy asp had decided to report all incidents of positive cyclesure 24 biological indicators.